Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0guwd, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0guwd, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 37642, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4)implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information received from the healthcare provider (hcp) reported that the patient first started experiencing the infection three weeks post-op. It was a staphylococcus aureus infection.

Event description:
It was reported that there was an infection which required a full system explant on (B)(6) 2014.